Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a battery voltage of 2.92 volts at the last follow up in (B)(6) 2009. At the most recent follow up the device had a battery voltage of 2.66 volts and a charge time of 9.2 seconds the physician suspected premature battery depletion. Another follow up was scheduled. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that premature battery depletion was no longer suspected and the device remains implanted.